Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 321c54. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload was returned unfired with the reload pan bent and partially dislodged from the left proximal side. In addition, 2 double drivers missing, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 321c54, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, before used on the patient, noted the cartridge pan separation after opened the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.